Event description:
It was reported that a cartridge alarm 9 occurred. Reportedly, the customer had filled the cartridge with 300 units of insulin. Customer¿s blood glucose value was 160 mg/dl reportedly, a new cartridge was loaded to address the event.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.